Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in device. There was no report of patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in device.there was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in device. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil confirmed the presence of degraded sound abatement foam using a fitt. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil is unable to confirm the complaint of the device not turning on, or particles in the device. Power was supplied to the device using a known good power supply and power cord, and pil was able to confirm that the device powers on and provided airflow. Device was likely reset prior to pil receipt due to the machine having 6648.0 hours, 0 blower hours and 0 therapy hours. The error log showed 0 errors logged. During the investigation, pil observed a dust/dirt-like contaminant on the front panel, top enclosure, rear panel and bottom enclosure. What seems to be dried liquid was observed on the top enclosure and front panel. A brownish dust-like contamination was observed around the air inlet of the blower box. A dust-like contamination was observed on the interior side of the rear panel, in the base of the bottom enclosure, on the blower box seal on the blower cap, and on the blower motor. Evidence of liquid ingress with a dust like contamination consistent with mineral deposits was observed on the bottom of the blower motor and in the base of the blower box. Keratin-like contamination was observed around the blower output seal. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.